Manufacturer narrative:
Insulin pump received with frozen screen and constant tone due to faulty mother board.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were unresponsive. The blood glucose reading was 200mg/dl. The caller mentioned that the device alarmed after the buttons were not responding. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the anomaly persisted. Advised the caller that the insulin pump will be replaced and revert to back up plan. The customer also mentioned getting an error alarm and high pitch sound after changing the battery. The caller stated that the screen went green and three or four vertical lines on the battery indicator. The customer uses lithium battery. Explained the customer not to use this kind of battery or rechargeable battery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.